Event description:
Pt reportedly tested 5.1 inr and 5.0 inr during duplicate testing on the coaguchek xs test system. A comparison lab returned as 2.5 inr. No treatment info provided. No adverse event reported. Comparison performed in a medical facility. Coaguchek xs test system: meter, strip lot 20149131, cat/04625358017, exp 06/30/07.

Manufacturer narrative:
Suspect device: coaguchek xs test strip.